Manufacturer narrative:
Updated information from evaluation - there was a leak from the bond area between the quadfuse connector male luer of the back check valve on the used sets. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
Used device was returned for evaluation. No damages or anomalies were noted. The set was leak tested per product specifications and a leak was observed at the bond area from the connector to shunt. The reported complaint can be confirmed; probable cause is due to a bond error during manual assembly in manufacturing. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a 6.5" (17 cm) appx 1.1 ml, smallbore quadfuse ext set w/4 microclave¿ clear (red, purple, tpn rings), 0.2 micron filter, 1.2 micron filter, 4 clamps, check valve, luer which was reported to leak during patient use from the proximal connection point, right above (distal to the collar). There was patient involvement and reported delay in therapy; there was no adverse patient or operator consequences and no medical intervention required. This is report four of five.